Event description:
It was reported catheter was damaged and discovered prior to use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: a splinter was found during inspection before use. It was thus unused.

Manufacturer narrative:
Investigation: five pictures and one sample were received by our quality team for evaluation. From the picture and returned sample, no abnormality was observed. Therefore, we are unable to verify the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported catheter was damaged and discovered prior to use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: a splinter was found during inspection before use. It was thus unused.